Event description:
It was reported that after the cori installation, they plugged in the real intelligence robotic drill to take it through the case registration process. Once they plugged it in on the connection screen, the row with the handpiece where the x would normally turn in to a green checkmark started flickering rapidly. They unplugged the handpiece and the screen was frozen on that page. They had to turn the machine off using the switch on the back of the console. They rebooted and attempted again. This time nothing happened on the connection screen, meaning that they did not get a green checkmark. After unplugging the handpiece the screen was frozen again so they rebooted again. They attempted to do a kpc test but the could not get past the first step where they got a message saying robotic drill critical error. They checked the pins on the handpiece cord but they could not see anything wrong. They had also made sure the handpiece was plugged in as far as it could go. They tested the handpiece on another cori console and had no issues. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device could not be established. The reported problem could not be confirmed with a visual inspection. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a bad drill exposure motor. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.